Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 we were made aware that a sales demo unit (sn (B)(4)) caught fire during customer evaluation. There was patient involvement but it was confirmed by the ambulance service that there was no patient or staff injury. The customer disconnected the device and removed it from the vehicle. It was mentioned the incident had occurred while the device was connected to the external power supply. The sales representative was instructed to ship this unit back to us immediately for investigation to determine the cause of this incident.